Event description:
It was reported before use the bd vacutainer® sst¿ ii advance plus blood collection tube the cap was damaged. The following information was provided by the initial reporter. The customer stated: "before use, the cap was found to be cracked during the inspection."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: bd japan received a sample and attached three (3) photos for investigation. The sample and photos were reviewed and the indicated failure mode for damaged cap was observed. Additionally, one hundred (100) retention samples from bd inventory, were evaluated by visual examination and the issue of damaged cap was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of damaged cap. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported before use the bd vacutainer® sst¿ ii advance plus blood collection tube the cap was damaged. The following information was provided by the initial reporter. The customer stated: "before use, the cap was found to be cracked during the inspection."